Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, an ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of twisted stent graft with limb stenosis with approximately 3 mm residual flow. An intervention is being planned. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of twisted limbs and a type 1a endoleak. This complaint is user related (error at implant). Procedure related harms for this complaint could not be determined. The final patient status was not reported. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on (B)(6) 2018, clinical was able to find substantial evidence to support the following additional findings of a type 1a endoleak. A secondary procedure was completed. The physician elected to implant a non - endologix (palmaz) stent to resolve this leak.